Event description:
It was reported that despite following proper battery mgmt, batteries have been found to be below power criteria. No adverse event reported.

Manufacturer narrative:
Manufacture date of this battery, which is estimated to be december 2009, was provided. Given that the complaint was reported in (B)(4) 2012, this battery was over 2.5 years old at the time this report was filed. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the mfg date, this battery (serial# (B)(4)) has aged past the end of its useful life. No adverse event reported.